Event description:
New information notes that on (B)(6) 2017, when the asymptomatic patient presented in clinic for follow-up, another instance of post-paced t-wave oversensing was observed. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes and induction test were suggested. The programming changes will be made during the patients next scheduled in clinic visit. The patient was feeling well.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up showing non-sustained rv oversensing episodes. The device was post-paced t-wave oversensing. Programming changes were made and the patient will continue to be monitored.